Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the downstream occlusion alarm which was experienced during functionality testing. The evaluation found the downstream sensor current reading with a fluid filled set loaded to be out of specification. Further evaluation determined that the downstream pusher plate gap was too narrow. The downstream tubing guide was replaced and the pump was calibrated.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed the downstream occlusion message. There was no patient involvement.